Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa and recurrent tricuspid regurgitation (tr) were unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed against the one triclip that had been implanted during the index procedure. Recurrent regurgitation was noted approximately one year following and following device approval in this geography. (B)(4) - triluminate pivotal: patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with tricuspid regurgitation (tr) grade of 5, quadricuspid valve (2 posterior leaflets) and dense chordae. A triclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), while going from a neutral knob position, it was observed that the clip opened from 30 degrees to approximately 35 degrees. Troubleshooting was performed, the clip was closed and efaa was repeated, but the clip opened again past relaxation. A decision was made to continue with the deployment process, and the clip was successfully implanted and was confirmed to be stable on both leaflets under fluoroscopy. A second xtw triclip was then inserted and advanced into the left ventricle (lv), below the posterior and septal leaflets. Reportedly, the clip was rotated below the valve and septal leaflet grasping and capture were difficult as the septal leaflet was thin and degenerative. After multiple capture attempts, the triclip became entangled on the septal chordae and leaflet. Troubleshooting was performed to free the clip from the entanglement but was not successful. The triclip was inverted and eventually retracted into the right atrium (ra). The triclip was re-oriented and septal leaflet capture was attempted again. An issue with the gripper on the septal side was suspected. While still in the ra, the grippers were cycled two to three times and appeared to be functioning as intended. An attempt to grasp and capture the posterior to flail segment was made but was still not successful. It was observed that the septal leaflet was torn due to the repeated grasping attempts. The clip was removed from the patient and tissue on the septal gripper was observed which was not allowing the gripper to close fully. An ntw triclip advanced to another area of the valve. Grasping/leaflet capture was attempted. The leaflets were unable to be grasped or captured. The septal leaflet appeared too severely degenerated and additional tissue injury was also suspected with the ntw triclip, although not confirmed. The device was not implanted and removed from the patients anatomy. The procedure was completed. Only one triclip had been implanted --tcds0303-xtw, 30619r1080. The tr was reduced to a grade of 4. Subsequent to the index procedure, additional information was received from the trial on 10jan2025: on (B)(6) 2024, recurrent severe tr was noted. No additional treatment was provided. The account will continue to monitor the patient.